Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the duodenovideoscope had air/water leakage. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: residual liquid or foreign material come out of forceps channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to a pinhole on bending section rubber, water tightness is lost, bending section rubber has a scratch, suction cover plate has peeling, adhesive on bending section rubber has a chip, adhesive on bending section rubber has white-clouded area, universal cord has a scratch, protector of universal cord on suction connector side has a scratch, protector of universal cord on control section side has a scratch, image guide protector has a scratch, nozzle is deformed, connecting tube has a scratch and connecting tube has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.